Event description:
During the procedure it was noticed that the catheter lumen had damage on the coating in the middle of the catheter and a rough area was exposed to the outside. "Probaly braid wire." The product showed signs of leakage. There were no adverse effects to the pt.